Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: not enough info was provided from the account to properly complete an investigation. The root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Additional info was requested and received. (B)(4).

Event description:
A surgeon/investigator reported that during intraocular lens (iol) implant surgery, a study pt experienced a capsular rupture without vitreous loss. The incision was enlarged and another iol was implanted. In a follow-up, the surgeon/investigator reported the event is resolved and is not due to the device, rather to the procedure.